Manufacturer narrative:
Carefusion has requested add'l info from the user facility on the reported event, status of the patient & the status of the device. As of july 22, 2015, there has been no add'l info provided by the user facility pertaining to that request. (B)(4). A carefusion field service rep was dispatched to the user facility. The field service rep evaluated the device, verified the reported issue and determined that the root cause was that the device's inspiratory pressure transducer was out of calibration. The carefusion field service rep calibrated the inspiratory pressure transducer and performed the operational verification procedure per the service manual to ensure that it meets factory specifications. Upon completion, the device was returned to the user facility's control ready to be placed back into service.

Event description:
The user facility biomed, reported that the device alarmed circuit occlusion and high peak" while on a patient. The patient was removed from the device and placed onto another device. There was no patient harm was reported.